Manufacturer narrative:
Additional narrative: product investigation summary: the complaint condition for the recon locking aiming arm, standard insertion handle, two (2) 11.5mm/8.5mm protection sleeves, two (2) 8.5mm/3.2mm wire guides, and two (2) 3.2mm trocars was likely caused by soft tissue pressure and insufficient fastening of the aiming devices. However, this complaint is not likely a result of any design related deficiency. The recon locking aiming arm (part 03.010.048), standard insertion handle (part 03.010.045), 11.5mm/8.5mm protection sleeve (part 03.010.075), 8.5mm/3.2mm wire guide (part 03.010.076), and 3.2mm trocar (part 03.010.077) are instruments routinely used in the titanium cannulated lateral entry femoral recon nail system. The devices were returned and reported to have contributed to the recon screws missing the implanted nail. This condition is unconfirmed; when assembled and tested with test sample nail, the devices align properly with the nail. It is likely that soft tissue pressure and insufficient fastening of the aiming devices has led to this complaint condition. The aiming arm was manufactured in october, 2007 and is over eight years old. The insertion handle was manufactured in april, 2005 and is over ten years old. The protection sleeves were manufactured in may, 2005 and are over ten years old. The wire guides were manufactured in june, 2005 and are over ten years old. The trocar was manufactured in november, 2007 and is over eight years old. The returned devices are in fairly worn condition consistence with numerous years of wear and use. The relevant drawing numbers were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that soft tissue pressure and insufficient fastening of the aiming devices has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, the surgeon was implanting an intra-medullary (im) nail for the femur with recon screws. While the surgeon was implanting the recon screws into the nail the insertion handle, aiming arm, sleeve, guide-wire and trocar missed the nail. A back-up sleeve, guide-wire and trocar were also used but same issue occurred again. The surgeon decided to complete the procedure "free-hand". There was a 20 minute surgical delay reported. The patient status outcome was reported as "fine". This is report 2 of 9 for (B)(4).

Manufacturer narrative:
Lot number was identified upon receipt of subject device and added. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 10/17/2007, part #: 03.010.048, lot#: 5618393 (non-sterile) - recon locking aiming arm for lateral entry femoral nails-ex. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.